Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no permission or configuration issues on the es server, and further resolution was being managed under a separate case. A technical support specialist dialed in to es server and logged into pes. Checked the user account and roles, confirming appropriate permissions and access to set devices on co via es server. Reviewed facility co settings and captured a screenshot. Verified findings with the customer via email. Customer requested case closure as another case was already open and being handled with the upgrade pm and team. The system functioned as intended after the technical support specialist investigate the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, users were unable to transition all profiled machines at the gh to critical override mode. A request was made to move the stations to critical override; however, the action could not be completed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.